Event description:
Healthcare professional reported ¿rupture/deflation¿ confirmed via ultrasound. Patient later reported "pain and rupture". Affected side is right. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to b3: partial date of mar/2025 provided. Continued e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.